Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005923, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005923". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6005923 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 03-mar-2024, with a total of (B)(4) units. The assembly, lot 4b05473 was manufactured according to the wi version 27 and manufactured in the quickset line, on 03-mar-2024, with a total of (B)(4) units. The assembly, lot 4b05487 was manufactured according to the wi version 27 and manufactured in the quickset line, on 03-mar-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4b05490 was manufactured according to the wi version 41 and manufactured in the gluing machine 04 -08, on 01-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced unresponsive high blood glucose levels on (B)(6) 2025. The patient felt sick and went to the emergency department on (B)(6) 2025 and eventually got hospitalized for high blood glucose levels. The patient also experienced vomiting, headache and stomachache. The blood glucose was 315 mg/dl and was treated with insulin pump. The patient stayed in the hospital for less than 24 hours. No further information available.